Event description:
The modular drill bit broke/bent while the surgeon is using it. The drill bit was retrieved from the patient. Rep was aware and clinician informed. Obtained a new modular drill bit kit. No harm done to the patient.